Event description:
It was reported that the implantable cardioverter defibrillator (ICD) encountered a power on reset (por) and was set to vvi 65 mode for no apparent reason. The ICD was re-programmed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).